Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that immediately after connecting to the patient, the cardiosave intra-aortic balloon pump (iabp) touch panel could not be operated. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: (B)(6), event site city: (B)(6). A getinge field service engineer (fse) immediately after connecting to the patient. Touch screen not working properly. Touch screen replaced. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing department received part number touchscreen assy, 12.1¿ serial number: with a reported unit failure touchscreen not working. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the part number touchscreen, serial number: in the cardiosave test fixture serial number and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The fat found that the touch screen is very dim. The failure analysis and testing department verified the failure of the touchscreen. Touchscreen is malfunctioning. Retaining the touch screen in the failure and analysis dept. Per procedure 0002-07-008 rev aq.